Event description:
Patient self tester reported a variance between the inratio inr result and the lab inr result. The customer held her warfarin based on the lab result. Patient self tester reported that she was admitted to the hospital for pneumonia on (B)(6) 2015. Her last inratio result=2.0 on (B)(6) (per distributor). After being admitted to the hospital the lab inr=6.0 on (B)(6) and patient self tester stopped taking her warfarin. She received IV antibiotics while in the hospital and her last dose was on (B)(6). Patient self tester's last lab inr=2.9 on (B)(6) and she was released from the hospital; she then resumed her normal schedule of 7.5mg warfarin. On (B)(4) another lab inr result=2.7 was done as a follow up after being released from hospital. The patient self tester's therapeutic range is: 2.0-3.0. Patient self tester was milking her finger after the finger stick and touched finger to the sample well when applying sample.

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house testing. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned monitor met functional and thermistor testing requirements during investigation. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. CAPA investigation (CAPA-(B)(4)) has determined that certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have pneumonia. This CAPA investigation has identified conditions associated with acute and chronic inflammation as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. The curve associated with the customers discrepant inr result could not be retrieved from the monitor memory. Due to this, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined as only up to the last 4 impedance curves can be retrieved from the meter memory. Further investigation into this issue is being performed under CAPA-(B)(4).

Manufacturer narrative:
Investigation pending.